Event description:
It was reported a problem was encountered with the "clip" (aiming arm locking device) which assists in positioning the guide wire for helical blade placement during a tfna procedure. Initially the nail was inserted without a problem. There was a problem with the guide wire going too anterior, in front of the nail. The nail was removed and the construct was taken to the back table to attempt to replicate the problem. The buttress sleeve would wiggle, indicating that the "clip" was bad. This caused an approximate 20 minute surgical delay. The surgeon switched to the tfn construct and the case was successfully completed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initial: (B)(6). Patient weight not reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing location is (B)(4), manufacturing date: 04.mar.2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: device appears undamaged and in good working order. There appears to have been excessive force exerted on the aiming arm/insertion handle per the description from the consultant as the surgeon attempted to gain more anterior version which distorted the construct causing misalignment of the guide wire. From the images there does not appear to be any deformation of the nail to insertion handle interface in the area of the tang and notch. The video shows that when they attempted to replicate the issue on the back table the blade guide sleeve was not fully inserted into the aiming arm. From the screenshot image, it is estimated that the end of the blade guide sleeve was about 40mm from the lateral side of the nail, whereas in surgery this distance is normally around 10 to 15mm. When the blade guide sleeve is in the position shown in the video it is not fully engaged and the sleeve does wobble as shown. Situation was able to be replicated at engineer¿s desk with regional instrument set. When they replaced the locking device, the buttress/compression nut must have been inadvertently moved towards the flange of the sleeve, increasing engagement in the aiming arm that gave them a false sense that the locking device was the initial issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.